Event description:
It was reported that catheter was difficult to irrigate. During ablation procedure to treat atrial fibrillation (af), an intellanav stablepoint open-irrigated was selected for use. It was observed that the catheter could not be irrigated properly. Causing multiple ablation stops. There was a high temperature involved. No error message displayed. The procedure was completed with different device of the same model. There were no patient complications. The device is expected to be return for analysis. It was further reported that the flow rate was flowing rate was set at 30 ml/min.

Manufacturer narrative:
The device does not have visual defects. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages.

Event description:
It was reported that catheter was difficult to irrigate. During ablation procedure to treat atrial fibrillation (af), an intellanav stablepoint open-irrigated was selected for use. It was observed that the catheter could not be irrigated properly. Causing multiple ablation stops. There was a high temperature involved. No error message displayed. The procedure was completed with different device of the same model. There were no patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.